Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however, a like device catalog # 8670855, 510k # k000453 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.

Event description:
It was reported that the pt underwent a plif by mini-invasive procedure to fuse l4-5 to implant interbody devices and posterior fixation. The plug could not be broken off after compression. The thread of the plug and inside of the screw head were both damaged. The pedicle screw was replaced with a new one, and the procedure was completed without any add'l complications.